Manufacturer narrative:
The customer¿s report the tubing separated was confirmed. Visual inspection confirmed that the set was separated at the engagement between the filter inlet and tubing. Closer inspection of the separation observed insufficient solvent at the engagement. The tubing was measured and found to be within measurement specification of 0.145 inches. No functional testing was performed due to the customer¿s report being confirmed. The root cause of the separation is due to insufficient solvent during the manufacturing process. A device history record for model 2232-0007 with lot number 18126823 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 28dec2018. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the tubing set separated at the filter when taken out of the package for priming. There was no patient involvement.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing set separated at the filter when taken out of the package for priming. There was no patient involvement.